Manufacturer narrative:
Approximately 9.5 cm of the catheter was returned. The catheter met the requirements for patency and leak testing. There was proteinaceous debris was noted in the interior of the device. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the catheter had been explanted as part of the shunt system. According to the report, there was no complaint against the catheter.